Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's stimulation had been running a little weird since (B)(6) of 2016. The patient's adaptive stimulation was not working properly so she had to have it reprogrammed. When she had her patient programmer turned on, the patient would not move, but the stimulation would change from 4.1 volts to 4.3 volts and then back to 4.1 volts. She would feel the stimulation get stronger as the amplitude increased and less strong when the amplitude decreased on the patient programmer. This was the first time having the auto stimulation and she wasn't shown clearly how to use it. The patient never got a manual for her new patient programmer and the nurse at the office showed her how to program it, but she wasn't sure how to and called the manufacturer representative and was talked her through things. The nurse couldn't show the patient how to reprogram the device and the patient left the office unclear and then had problems over the weekend.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.